Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported no audio from their mx40 device. There was no pt harm reported.